Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported." Device requested, not yet received.

Event description:
During a procedure, the tip of the drill bit fractured off and fell in to the patient. All pieces were removed from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch and to relay corrected information. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported." Visual inspection of the returned parts confirmed the complaint report as the tip appears to have experienced a fatigue fracture. Review of the DHR and associated inspection criteria determined that the reamer and box mill guide were likely conforming when they left zimmer biomet control. The fracture likely occurred due to user error. However, review of the complaint record determined that the surgical technique was followed. Therefore, a root cause cannot be determined. Further investigation into this issue was completed, and a field communication was issued. (B)(4).

Event description:
During a procedure, the tip of the reamer fractured off and fell in to the patient. All pieces were removed from the patient.